Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, the pump indicated a data log corruption. Reportedly the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 371mg/dl.